Event description:
It was reported that 3 bd insulin syringe with bd ultra-fine¿ needles experienced hub separation from the device during use. The following information was provided by the initial reporter: consumer reported difficulty removing needle shields and needle hub separation on 3 syringes from current box. Lot #: 9336996. Catalog#: 328438. Date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes,. D10: returned to manufacturer on: 2020-10-23. H6: investigation summary: customer returned (5) 3/10cc, 8mm, 31g syringes in open poly bags from lot # 9336996. Consumer reported difficulty removing the needle shield and the needle hub separated. All returned syringes were examined and 4 out of 5 samples exhibited the hub-needle/shield assembly separated from the barrel. The remaining syringe was tested to determine the shield removal force (specs: shield removal force for 3/10cc after sterilization: 0.85-5.95 lbs.). The shield removal force was measured as 3.77 lbs., which falls within specifications. A review of the device history record was completed for batch # 9336996 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to confirm the customer¿s indicated failure. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd insulin syringe with bd ultra-fine¿ needles experienced hub separation from the device during use. The following information was provided by the initial reporter: consumer reported difficulty removing needle shields and needle hub separation on 3 syringes from current box. Lot #: 9336996. Catalog#: 328438. Date of event: unknown.